Manufacturer narrative:
The problem was due to a component failure (oc mirror). We are unaware about patient injury.

Event description:
The laser system has the following problem: "oc mirror has many spots and damaged within the minimum usage after its' replacement". No adverse effects to patient was reported.